Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was fluid leaking from an unknown place. This occurred after therapy, the patient was not connected at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection and functional tests were performed. Functional testing included leak testing, clamp-function testing, clear-passage testing, and simulated-use testing; no issues were observed that could have caused or contributed to the reported issuethe reported issue was not verified and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.